Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce, but could confirm the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The psm 2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The psm2 had no trouble found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) 2 to resolve the reported issue. Isi did not receive the da vinci product to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 23008, 23025, 23009 and 23015 reported on usm 3 related to the reported complaint. This complaint is reportable malfunction event due to the following: an usm3 was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the universal surgical manipulator (usm) 3 led was flashing yellow and the system had recoverable fault. The customer disabled the usm 3. The system was not connected to onsite during time of call. The customer shared the error logs which showed errors 23008, 23025, 23009 and 23015 reported on usm 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to power cycle the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure. The system functionality was checked upon powering on the system. It was two arm procedure, usm 3 was not used in procedure. The customer disabled the usm 3 as it was giving an error. The procedure was completed robotically.